Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was cracked and that the battery cap couldn't tighten to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned to animas and evaluated on 01/16/2015: pump reboot events were observed in the device's history. The battery compartment was found to be cracked. The battery cap was not returned with the pump, but a test cap was able to securely fit.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.